Manufacturer narrative:
Analysis on the return computer resulted in a software failure through functional testing and visual/physical examination. Analysis states that the returned ssd would not go past the black desktop ubuntu screen, as reported. Was able to login in to 'stealth admin' multiple times, after restarting and complete shutdowns. Self-test displayed 'disk ok' if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was confirmed. The representative replaced the computer. The system then passed the system checkout and was found to be fully functional. No devices has been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the representative was unable to move pass the login screen. The representative is able to get to the blue login screen, but the system won't allow him to move passed this screen. The rep was able to get into admin and check license and applications. The system was restarted a couple of times and upon boot up, the representative received an error message saying unable to connect contact technical services (ts). There was no patient present when this issue was identified. It was later noted through troubleshooting that when doing an un-install and re-install of the application, the system wouldn't allow it and would close out to the admin screen. They tried the grub menu and a black screen with a blinking cursor appeared, which after walking through that, it didn't work as well. The time and date was changed as well because it kept appearing as a different time and date.